Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed. In addition, picture in picture connector corrosion was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported, the video system center had given a b4 (internal error) code. The issue occurred during an unspecified procedure. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional, the following fields have been updated: new information added to the following fields: e2, e3, g2, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however it is likely that b40, e293 and e212 errors were displayed due to faulty main board. Olympus will continue to monitor field performance for this device.